Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 29mm mitral bioprosthetic valve, implanted two (2) years and eleven (11) days, was explanted and replaced with the same size and model device due to unknown reasons.

Manufacturer narrative:
Through follow up with the health care provider, it has been learned this device was explanted due to regurgitation/insufficiency and paravalvular leak. The surgeon disassociated the device stating this was procedure related and not due to a malfunction of the device. Also, this patient has (B)(6). Therefore, the device will not be returned for evaluation. The operative report indicated "it appeared that one of the valve leaflets was more deteriorated than others and the lateral trigone had excessive motion of the annulus." The patient's history indicates this (B)(6)-yo male underwent mvr in 2003 and 2012, both for endocarditis. In 2012, he was reimplanted with the same valve. For this event, he presented with cva with complete resolution of symptoms and a mitral valve with excessive rocking motion along the mitral annulus. No other observations were noted with regard to the device.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful. It is not known at this time if the device is available for return and evaluation nor is it known why the device was explanted. Investigation is on-going.